Event description:
It was reported that the patient had a power-on-reset (por) conditions ¿often¿ on their implantable neurostimulator (ins) due to radiation therapy. It was noted that the patient had to clear the por each time. Follow up information received reported that the patient did very well and had no adverse effects from the issue. There had been further contact from the patient since regarding the issue.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).